Manufacturer narrative:
(B)(4). Concomitant medical device: unknown: unk 52mm m2a magnum pf cup-unknown. Unknown: unk modular taper locked femoral porous coated stem 9x137mm-unknown. Unknown: unk -3 taper adapter-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01313. Component code: mechanical (g04) head. Reported event was confirmed via medical records provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown.

Event description:
It was reported patient underwent a right hip revision approximately 14 years post implantation due to elevated metal ion levels and prominent metallosis. During revision, a pseudotumor was noted as well as metallosis and necrotic tissue. A repair of the abductor tendon was also necessary. All components were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.